Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, mild to moderate paravalvular leak (pvl) and bradycardia was noted. Balloon valvuloplasty (bav) was performed twice but was unsuccessful. A second valve was successfully implanted valve-in-valve resulting in mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.